Event description:
The customer reported that the viewable magnification compared to the actual initial magnification mode was calculated at a difference of 30mm. This is out of spec.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep adjusted the collimator for mag mode to 8mm, and verified the system for operation. The system is operating as intended.